Manufacturer narrative:
The device is being retained by the hospital. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
The customer, reported via the (B)(6) that while the surgeon was inserting a screw into a plate, the head of the screwdriver snapped into the head of the screw. The customer further alleged that the toothpick also snapped while in use. The customer added that the surgeon attempted to remove both parts of the instruments, but they were unsuccessful. The customer further reported that it will be difficult to remove the screw, should this be required in the future and that it will need to be removed from the other side of the bone. No adverse consequences were reported.